Event description:
Central venous catheter placed in right subclavian intraoperatively by anesthesia. Post operative x-ray indicated unusual linear density. Guidewire discovered in right subclavian vein against wall of right ventricle. Pt asymptomatic. Guidewire removed via cardiac catheterization without complications.